Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had fractured at the braze joint seam; a portion of the needle remained joined inside of the brazed horn. This is the highest stress point along the length of the needle. There was no indication of severe side loading; however pitting and demarcations at the distal end of the hypodermic needle indicated significant contact with the case nose assembly sheath. Contact is consistent with normal use; however, extent of demarcation along the needle indicates aggressive technique. The cause of the failure was determined to be aggressive technique by the user.

Event description:
Per the information provided, the doctor was probing into/around calcific changes in the distal achilles and the needle within the sheath broke off. There was no injury or complication to the patient caused by the reported failure.